Manufacturer narrative:
The reported events were lead dislodgement and an unacceptable threshold. A complete lead was returned in one piece. Electrical, mechanical, and visual analyses were performed and found to be normal, with no anomalies detected.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed dislodgement on the right ventricular (rv) lead. Device interrogation shows high capture thresholds and dislodgement atrial (ra) lead. The physician elected to explant and replace the rv and ra lead. The patient was discharged from the hospital after the procedure.